Event description:
It was reported that the patient underwent an unspecified spinal procedure. It was reported that the metrx flex arm has seized up. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Evaluation found that the flex arm was functionally evaluated for adequate rigidity by manual tightening of the instrument. After manual tightening, the instrument was insufficiently rigid. The nature of the mechanism of failure is consistent with anticipated wear of the instrument cable.